Manufacturer narrative:
No additional information was provided. The device was not returned for investigation. If the device returns an investigation will be performed at that time.

Event description:
An incident report was received by the therapeutic goods administration from a patient regarding an m6-c cervical disc. It was reported the patient was experiencing pain about a year after initial surgery which took place (B)(6) 2021.